Event description:
The physician reported that while attempting to remove the stent from above the gastroesophageal (ge) junction the stent broke approximately 2-3cm from the proximal end. The physician was attempting removal by inverting the stent at the proximal end. The stent was removed without further complications. The physician did not provide a part number, lot number, implant date, or any other additional information. No pt harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow up report will be submitted if additional information becomes available.